Event description:
It was reported that during the implant procedure of a transcatheter aortic valve, a white ¿spot¿ was observed below the capsule of the delivery catheter system (dcs) prior to use. The dcs was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The handle and capsule were closed on receipt of the device. A white patch approximately 5mm in length was evident to the catheter shaft immediately proximal to the capsule. The white material appeared to have flowed over and under the braids. Protrusions were noted to the braid material. A patch of residue was also evident to the catheter shaft immediately proximal to the capsule. No other deformation evident to the remainder of the device. The reported visual anomaly could be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.